Event description:
(B)(4). (B)(6) 2014 my on and off pelvic pain became a constant pressure pain. I also experience random sharp shooting/stabbing pain in my pelvic region. My mentrual cycle slowly faded away to a complete stop. Over the next year, I had tried three different type of birth control pills to see if they would help with my pain and cycles. Although they were able to control my menses, they failed at relieving any of my pelvic pains. This pain is caused by my essure device, which I recently discovered wasn't properly placed to begin with. I'm now scheduled for a total hysterectomy and bilateral salpingectomy to remove the grade 3 essure coils. I never imagined that this FDA approved, with a premarket approval, device would lead to a major surgery.